Manufacturer narrative:
Insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. No excessive no delivery alarms noted. Insulin pump was received with cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 due to a high blood glucose level of 500 mg/dl. Her blood glucose level would not come down. The customer was nauseous. The customer treated her high blood glucose level with an injection. The customer was wearing the insulin pump at the time of hospitalization. The customer's urine had a lot of sugar. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.